Event description:
Procedure: low anterior resection. According to the reporter: the first application on the colon low in pelvis was fired but the surgeon was not able to retract the load and open. The procedure was converted to laparotomy.